Manufacturer narrative:
This is one event (death) for the same patient involving two separate products.

Manufacturer narrative:
Additional information was received and it did not indicate that the patient is deceased as it was previously reported. Additional information has been requested in order to further clarify the patient experience and outcome of the event; this information will be submitted upon receipt accordingly. This is one of two device reports that are associated with this event. The associated MFR report numbers: # 1225714-2014-13705 and 1225714-2014-13706.

Event description:
The plaintiff's attorney alleged that the decedent experienced an unspecified injury or death on (B)(6) 2012 and after the use of the product.